Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mx500 is showing outdated waveforms. There was no adverse event alleged by the customer (there was no harm reported).